Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks. Technical services (ts) reviewed the reports and explained why the inappropriate therapy occurred, such as undersensing of an atrial signal. Ts suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported.